Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe lost efficacy during surgery, demonstrating poor cutting and aspiration performance. Initially, no issues were observed; however, over time, the efficiency of the vitrectomy decreased. The confirmed cutting and aspiration settings of the probe were vacuum 0¿600 millimeters of mercury (mmhg) and 10,000 cuts per minute (which was subsequently reduced to counteract the problem). Details regarding the completion of the procedure and the impact on the patient were not available.